Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received 2 leads with the same lot number. It was reported the pt is experiencing ineffective stimulation on the right occipital (off label) leads. Diagnostics identified high impedance at the pt's lead. X-rays revealed the lead was damaged at the neck coil. Surgical intervention may take place at a later date.